Event description:
It was reported that during reprocessing, the flex video scope had an image problem. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Since the device was not returned for evaluation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.